Event description:
The customer reported that the units' atrial pressure is inaccurate and needs to send out for calibration. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The remote service engineer spoked with the customer biomed, and it was determined that the device needed to be evaluated and calibrated. The biomed asked for the device to be sent to the bench. The customer was provided with bench request form to send the device to philips bench. No additional diagnostic/functional testing was performed. Multiple attempts were made to contact the customer without success. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device.